Event description:
It was reported that customer experienced cgm error related to sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not recur, and was advised to wait before starting new sensor session, which customer understood and acknowledged.